Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 31 mg/dl. It was stated that the customer over bolused. The trainer also stated that she was having a difficult time uploading the insulin pump. Troubleshooting was performed, and found several alarms in the alarm history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.